Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device configuration screens partially unresponsive, locks up browser. There was no reported adverse patient impact.